Event description:
Complaint was reported as: the anesthetist found air leaked out of the balloon when he prepared for an operation. No report of pt injury.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.